Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, the plate was not able to be fully installed into the cage during impaction. The cage and plate was removed and an alternate implant was used to complete the case. There were no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4) d11: catalog#: mc1342p roi-c implant 12x14 h6mm lot#: 69217. Catalog#: mc1005t roi-c anchoring plate lot#: 285617/14. The event is confirmed with photographs received. Upon visual inspection, the plate was difficult to insert due to the cracked cage. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.